Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the pt had minor bleeding in areas where seals were attempted even though an end tone, signifying a completed-seal cycle, was heard. The procedure was a laparoscopic gastric sleeve. The minor bleeding occurred along the short gastric vessels, and it was able to be controlled. There was no injury to the pt.